Manufacturer narrative:
Citation: locker. Bedside exclusion of clinically significant recirculation volume during venovenous ECMO using conventional blood gas analyses. Journal of clinical anesthesia. 15:441445, 2003. Doi: 10.1016/s0952-8180(03)00108-9. Date of availability online used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether blood gas samples drawn from extracorporeal membrane oxygenation (ECMO) cannulae help to exclude at least clinically significant recirculation volumes in patients with acute respiratory failure. All data were collected from a single center. The study population included 10 patients, who were treated with medtronic bio-console, bio-medicus cannulae and maxima plus oxygenators (serial numbers not provided). In one patient (#8), insertion of the femoral catheter via the left femoral vein led to the development of a retroperitoneal hematoma, but this event did not require surgical intervention. Based on the available information, this adverse event may have been attributed to the medtronic bio-medicus cannula. Additional adverse events were reported in the literature, however, based on the available information a direct correlation could not be made between the observed events and medtronic product.